Manufacturer narrative:
Rotation/decentration/subluxation and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation not associated with to a low vault. The lens was repositioned, but the problem was not resolved. In a separate visit the lens was exchanged for a same length lens and problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the lens optic broken. Unable to perform dimensional isnpection due to significant lens width damage. Claim: (B)(4).